Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the issue was being caused by the ethernet cable. The cable was replaced. The replaced cable was sent to the manufacturer for part analysis. No results have been reported. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that there was intermittent connectivity between the imaging system and the navigation system. No patient was present during the time of the reported incident.

Manufacturer narrative:
The ethernet cable was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.